Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead has high impedance values. The surgeon attempted to explant and replace the lead; however the surgeon was unable to access the epidural space. Therefore no devices were explanted or implanted. The procedure was abandoned.

Event description:
It was reported the patient's lead was explanted and a different lead model was implanted. The patient receives effective stimulation therapy and the patient's issue is resolved.